Manufacturer narrative:
Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 25mm distal from the proximal markerband. There were no issues identified of the markerbands. A visual and tactile examination identified no kinks or damage to the shaft and identified no damage to the tip.

Event description:
Reportable based on device analysis completed on 09nov2023. It was reported inflation slow occurred. The target lesion was located in central vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during ballooning, the pressure does not increase. No further information was provided. However, returned device analysis revealed that the balloon had a pinhole.